Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation, tiredness and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation, tiredness and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening in the posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ malaise-ndr: not applicable as the event is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported a right side deflation, tiredness and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: use error.

Event description:
Healthcare professional reported the event of ¿device was implanted (B)(6) 2012 and the device information as the current device information states the device expiration date to be 07-dec-2011¿ with style 168 saline filled breast implant use error added.